Event description:
It was reported that during implant, the device mapping was unsuccessful due to noise. The device was not implanted and was replaced with a new one. No patient complications have been reported as a result of this event.

Event description:
(B)(4).

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4). Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. It was noted that there was foreign material in the packaging. There appeared to be medical adhesive on the contact point of the packaging.